Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted due to low flow alarms and right ventricular failure. They continued to experience low flow alarms in the morning and overnight. Log files were sent for review. The event log file captured low flow alarm events on 06may2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. It was later reported that the patient underwent surgical release of outflow graft bend relief due to evidence of extrinsic outflow graft obstruction (eogo). The patient had improvement in left ventricular assist device flows following the procedure. Additional log files were submitted for review. The event log files captured low flow events in the early morning of 13may2025 with the flow hovering around the 2.4 to 2.5 lpm range. The procedure appeared to have occurred the same day due to the low-speed advisory/low flow events captured due to the fixed speed bring dropped. After the outflow graft release procedure, the flows appeared to have recovered back to 5-6 lpm with a fixed speed now of 7200 rpm and a low limit of 6000 rpm.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms; however, the low flow alarms resolved with a surgical procedure to release the outflow graft bend relief. The reported extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were submitted for evaluation. A specific cause for the report of eogo could not be conclusively determined through this evaluation, and a direct correlation between the device and the report of right ventricular failure could not be conclusively established. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. Flow appeared to decrease in the month leading up to the low flow alarms. Flow improves on (B)(6) 2025, and no further low flow events are captured on (B)(6) 2025. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 1 also lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.